Event description:
Customer reported the right monitor went black and the touch screen isn't working. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the black screen problem. Ge rep replaced the touch screen, system operates as intended.